Event description:
A director of nursing reported an intraocular lens (iol) was exchanged. She reported the surgeon was not the original implanting surgeon. In a follow up, the reporting surgeon stated that based on his examination of the pt, the axial length was shorter than calculated by the original implanting surgeon. The reporting surgeon exchanged the iol for the same mode, different diopter iol. At the first post-exchange visit, the pt's ucva was 20/20. The reporting surgeon stated the patient was now happy with his vision.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/11/2010, 02/17/2010, and 02/18/2010 by phone, fax, and mail. A letter was received from the surgeon on 02/22/2010. (B) (4). (B) (4).